Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2012-00732 and 9616099-2012-00733.

Event description:
The report received from the affiliate indicated that the smart control stents could not be fully deployed from the deployment sheaths and only partially deployed. Additional details are not available.

Manufacturer narrative:
The report received from the affiliate indicated that two smart control stents could not be fully deployed from the deployment sheaths and only partially deployed. Additional details are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lots 13452440 and 13464863 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of two products involved with the reported events that are associated manufacturer report numbers 9616099-2012-00732 and 9616099-2012-00733.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported events that are associated manufacturer report numbers 9616099-2012-00732 and 9616099-2012-00733.